Event description:
The paramedic stated that the blood glucose of a patient had been tested while she was transported to the hospital. The paramedic's contour meter gave a reading of 137 mg/dl. It was later discovered the patient's blood glucose was tested at 28mg/dl once she arrived at the hospital. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged as a result of the difference between the readings. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.